Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 576248.

Event description:
It was reported that during procedure, the physician had decided to abort procedure due to neuro-monitoring data-loss of sseps in lower extremities.